Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that there was oversensing and intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was atrial undersensing noted on stored electrograms (egms). It was noted the atrial sensitivity was already programmed to the most sensitive setting. The atrial lead remains in use.